Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hta procedure fluid leaked. Approximately 6 minuets and 15 seconds into the procedure, the fluid loss alarm sounded (10cc loss at 5 cc's per minute). A tenaculum stabilizer and a speculum were in use. The cervical seal was checked and the case completed. Post procedure a superficial vaginal burn, size unknown, was observed by the physician. Unknown if the burn was treated.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.